Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s current blood glucose level was 30 mg/dl. The customer stated that the insulin pump that was malfunctioning and not giving insulin. Customer stated that they had some high blood glucose and some are very low. Customer had spinal surgery and that is why she was in the hospital. Customer declined troubleshoot for highs or lows blood glucose. The customer was advised to remove reservoir, rewind pump, re-insert reservoir and run manual prime or fill tubing. The customer was advised to program a 0.2 unit normal or easy bolus into the air. The insulin pump is not expected to be returned for analysis.